Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunctions was traced to component failures. It is presumed that the burn occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around the light guide lens and a burn on the forceps elevator. There was no patient involvement.